Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2012, the patient underwent following surgery: extreme lumbar interbody fusion l2-3 and l3-4 using following instrumentation: meditech prosthetic device (peek). Anterior lumbar spinal USA anterior lumbar plating and screw system (titanium). Pre-op diagnosis: degenerative idiopathic scoliosis, thoracolumbar spine, severe. Lumbar spondylosis, multiple level, diffuse. Osteopenia. Indications: this patient presented with complaints of low back gain and lower extremity radiculopathy, conservative care was exhausted without improvement in their condition. As per op notes: "..the disc was removed via use of the leksell, pituitary, and kerrison rongeurs, once the disc was removed entirely, a partial corpectomy of the end plates of l2-3 and l3-4 were performed, c-arm fluoroscopy was then used in the ap and lateral position to center, trial-size, align and eventually place a prosthetic interbody prosthetics packed with allograft bone and bone morphogenic protein at the l2-3 and l3-4 levels. Lateral plates and screws were placed, spanning the prosthetic device. Intra-operative imaging showed the prosthetic devices and instrumentation to have appropriate placement. The patient was extubated and transferred to the recovery room in good and stable condition." The patient alleges unspecified injury due to the use of rhbmp-2.